Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise, oversensing, and pacing inhibition. The patient did not experience asystole as a result of the pacing inhibition. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.